Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when they opened the knee insert outer packaging, there was a hole present on the inner packaging causing the surgeon to question sterility.

Manufacturer narrative:
Product complaint # : (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device packaging confirmed the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.